Event description:
The device was used during a low arterior resection procedure. Reportedly, the staples did not form properly and the device was difficult to open. The surgeon was able to remove the device, converted to a colostomy, and there was unspected tissue loss. The hosp has reported the pt's condition is satisfactory.